Event description:
Pt on hemodialysis machine with routine blood flow setting. After approx. 2-3 hours, blood leak alarm sounded. Rn checked alarm and noted approx 1-2 cm crack in pump segment of tubing. Dialysis stopped. Pt check. Vital signs stable. Tubing changed. Dialysis resumed. No problems noted. No sequelae.

Event description:
Pt on hemodialysis machine with routine blood flow setting. After approx. 2-3 hours, blood leak alarm sounded. Rn checked alarm and noted approx 1-2 cm crack in pump segment of tubing. Dialysis stopped. Pt check. Vital signs stable. Tubing changed. Dialysis resumed. No problems noted. No sequalae.

Event description:
Pt on hemodialysis machine with routine blood flow setting. After approx. 2-3 hours, blood leak alarm sounded. Rn checked alarm and noted approx 1-2 cm crack in pump segment of tubing. Dialysis stopped. Pt check. Vital signs stable. Tubing changed. Dialysis resumed. No problems noted. No sequalae.